Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusions alarm occurred. Customer changed pump supplies to address the issue. The customer's blood glucose (bg) was 504 mg/dl. A correction bolus via the pump was administered to address the bg.